Manufacturer narrative:
E1: a facility contact name was not provided for reporting. H3, h6: manufacturer's preliminary results and conclusion: the root cause is currently unknown. The investigation is ongoing. Siemens healthineers will submit a supplemental report to the FDA upon completion of the investigation.

Event description:
Siemens healthineers was notified of an issue with the luminos drf max system. It was communicated that during the examination the table was in a vertical position when the foot support fell off the system. The patient fell when the foot support fell and was superficially injured. Although there was no serious injury associated with the complaint issue, in a worst-case scenario, a serious injury could have resulted if the issue was to recur.